Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three weeks ago. The aortic neck was 19.1 to 31mm in diameter and 22mm in length. The infrarenal angle was 15 - 20 degrees. Calcification and thrombus in the aortic neck was mild to moderate. The distal aorta was 15.5 x 19.8mm in diameter. It was reported that intra-operatively after the bifurcated stent graft had been fully deployed, the physician was unable to cannulate the gate. Several attempts were made using various techniques but all were unsuccessful. The difficulty was likely due to the narrow diameter of the distal aortic neck. The physician believed an aui was not a good option for the patient, and decided to convert the patient to open surgical repair. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: patient's condition affected effectiveness of device (narrow distal aorta); conclusions: device failure/lack of effectiveness related to patient condition (narrow distal aorta).